Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at 0.7195 mg/day, fentanyl at 799.5mcg mcg/day, and bupivacaine at 3.8375 mg/day, concentrations not reported via an implantable pump. On (B)(6) 2020 it was reported that for the last 3 days it was getting worse to communicate with the pump and difficulty getting a bolus. The patient stated it takes 10 minutes to get a bolus because she had to reposition the communicator, gets no pump found, gets up to 93%, stops and she has to start over. Per the patient both handset and communicator are fully charged. The patient was able to get a bolus but it takes long time. The patient was stressed as she stated she had a medical procedure today to get injection in her bladder. The reporter was transferred to repair for a replacement device. No further complications were reported regarding the event.